Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B) (6) 2010, and the patient was reimplanted with another device during the same surgery.

Event description:
Initial assessment of a returned homechoice machine identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The fill volume was 2100ml and the total drain volume was 3413ml. This drain volume meets iipv criteria.

Event description:
Pt was revised to address excessive metal wear.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient was a non user for several years. The results of an integrity test (B) (6), 2010 indicated malfunction of the receiver stimulator. Explant and reimplantation is planned, but had not taken place at the time of this report april 23, 2010.